Event description:
Boston scientific received info that the pt reported that one of his leads was no longer in place. The pt was not sure if it was the atrial or ventricular lead, but did state that he would be having surgery soon to correct the issue. Subsequent info from the local field representative notes that the reported lead was the right ventricular lead and that the lead revision procedure is scheduled for today. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.